Event description:
Boston scientific received information that the pt implanted with this right ventricular (rv) lead was seen in the hospital for dizziness and near syncope. Upon interrogation it was noted that there was intermittent capture on the rv lead with impedance changes from 610 to 500 ohms. It appeared that the lead had dislodged. The physician elected to revise the lead. The rv lead was successfully repositioned and slack was added. This patient was complete heart block. No further pt effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.